Event description:
It was reported that the insulin pump delivered 31 units of insulin, and the customer has experienced extreme low blood glucose. It was stated that the customer was unable to download to the carelink at time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.